Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the xi system (B)(4) associated with this event has been performed. Per logs, there were two tip-up fenestrated graspers (i.e. 470347-11/n10201117-0202 and n10201117-0206) used on (B)(6) 2021. Both instruments had 9 lives remaining and it is unknown which instrument broke. This complaint is a reportable event due to the following conclusion: although it was reported that broken instrument fragments fell inside the patient and were retrieved, it was noted that it is unknown if all fragments were recovered. No additional surgical intervention was required however, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur as the product has not been returned for analysis.

Event description:
It was reported that during a da vinci-assisted rectopexy procedure, the tip up fenestrated grasper instrument in arm 1 broke and the operating room staff was unable to remove it from the cannula. Intuitive surgical, inc. (Isi) technical support was contacted. The technical support engineer (tse) recommended to remove the instrument and trocar as one complete unit. The reporter, an isi clinical sales representative (csr), guided the staff through removing the broken instrument and trocar. The csr stated that there were broken pieces that fell inside the patient that have been retrieved, but they were unsure if all broken fragments were retrieved. The tse asked the csr if there was any patient harm and the csr stated that as of right now this is unknown. The or staff was able to grab another trocar and instrument so that the surgeon could continue with the case as planned. Isi completed follow-up with the csr who was present for the case and the following information was obtained: the staff used a laparoscopic grasper to retrieve the plastic pieces. At the time, it was not confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragment(s) and the staff did not perform any post-operative tests. Per the csr, there was an internal collision with the assist grasper and robotic instrument arm, which the surgeon believes caused the instrument to break. The surgeon had difficulty controlling and articulating the instrument wrist and the reported issue occurred when the surgeon was dissecting the rectum. It was confirmed that the instrument did collide with the laparoscopic grasper that was being used at the time. The csr was unsure if the instrument was inspected prior to use, but the or staff did not notice any damage to the instrument prior to the reported issue. When the instrument tip broke, the or staff could not straighten the wrist and dvstat was contacted for assistance in removing the instrument along with the cannula. There was no resistance in removing the cannula and instrument out of the surgical field as the instrument wrist could not be straightened because the tip was bent/broken from the shaft. There was no visible damage to the cannula and the instrument is in process of being returned to isi for analysis. The surgeon had noted that the patient was doing well following the case and there was no report of patient injury. Isi also completed follow up with the customer and the following information was obtained: the instrument was inspected prior to use and there was no issue identified. The customer did not know how long the instrument was used prior to the reported issue and it was unknown if all fragments were retrieved. Also, the customer was unaware if any post-operative tests were performed. There was no report of patient injury nor was there any surgical procedure required to remove the fragment. The customer also explained the patient has not returned to the hospital due to post-operative complications and patient information was not available at the time. At this time, the instrument has not been returned to isi for analysis.